Event description:
The st. Jude rep phoned to report that she was unable to interrogate the ICD at routine follow-up. The patient had been undergoing radiation theraphy to the spinal area. The radiation commenced in june 2005 to july 2005. The last interrogation was performed in june 2005 with no issues. Emi, proper programmer and software were ruled out as possible causes. When a device-in-the-box was interrogated, memory values were read correctly. But download of a full memory map was unsuccessful. Tts recommended explant, as the state of the device remains unknown.